Event description:
It was reported that the system 9800 reinitializes itself without being commanded causing delays. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The control panel processor circuit board and the interconnect cable were replaced. The system was tested and found to be working as intended and placed back into service.